Event description:
The "tego" cap on the patient's femoral shiley catheter was found defective in the morning. A second cap was also found defective in the afternoon. The access port appeared caved in and non-functioning.what was the original intended procedure?hemodialysis catheter.device #1is this a laboratory device or laboratory test?no.